Event description:
It was reported to medtronic minimed that the customer stated that the low battery alert was triggered, and put in different batteries, and is still getting the alert and also received a sensor updating alert. The customer reported no adverse event. The event involved product(s) mmt-7040a and mmt-1884. Troubleshooting was performed for the change sensor, but later it was declined. Troubleshooting was performed, and the battery cap contacts and battery compartment and/or springs are not damaged and had a blank display and the display did not return after inserting a new battery. No harm requiring medical intervention was reported. No product return is required for the mmt-7040a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no blank display and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2025 18:51:00.000, (B)(6) /2025 17:11:00.000, insert battery alarm was found on: (B)(6) 2025 04:24:50.000, replace battery now alarm was found on: (B)(6) 2025 03:13:00.000, (B)(6) 2025 03:23:00.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 21:41:59.000. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert at (B)(6) 2025 18:51:00.000. Unexpected low battery alert and replace battery now alarm were noted. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2025 17:11:00 faster than expected at 3.53 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2025 18:51:00 faster than expected at 4.03 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2025 18:04:00 faster than expected at 4.06 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 13-may-2025, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: (B)(6) 2025 07:51:10.000, (B)(6) 2025 09:36:11.000, (B)(6) 2025 13:01:11.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Charge/battery lasts less than expected was confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Customer alleged for sensor anomaly and blank display was not confirmed. However, charge/battery lasts less than expected was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.